Manufacturer narrative:
Results: three 3ml syringes in opened packages were received by bd (B)(4) and confirmed to be from batch #7122566 (p/n 309657). The samples were visually evaluated. The syringes were found to have tip flash. All three samples were from mold c-240 cavity 73. Flash the size observed in the samples is a rejectable a condition at bd (B)(4). DHR review for batch 7122566 (p/n 309657): manufacturing dates: 05/07/2017 05/09/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7122566 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Conclusion: bd (B)(4) was able to confirm the customer's indicated failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on the tip of the 3 ml bd luer-lok" disposable syringe with bd luer-lok" tip, before use. There was no report of injury or medical intervention.